Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed to be due to mechanical damage to the outer surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure of the mildly tortuous, mildly calcified, mid superficial femoral artery (sfa), the 3.0 x 100 mm fox sv balloon dilatation catheter (bdc) was inflated to 8 atmosphere (atm) and ruptured. There was no reported adverse patient effect. A different fox sv bdc was used to continue the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.